Manufacturer narrative:
H3: product analysis #(B)(4), part#5584111, lot#k24a1617 visual inspection confirmed the entire torx tip of the instrument has been sheared off and the attachment pin to the internal bushing has broken, consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative regarding a device used for spinal therapy. It was reported that the device broke. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the driver was stripped and bent.